Event description:
It was reported that pump generated alarm 01 and caller was unable to complete use of new cartridges, as alarm recurred even after trying a second cartridge. There was no reported adverse impact to the customer¿s blood glucose level. Customer planned to use backup insulin pump for insulin delivery, and technical support arranged for replacement pump.